Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with strata."

Event description:
The patient was initially implanted with a bifurcated stent graft and a limb stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure during an annual follow up physician identified a type 3b endoleak and patient is pending re-intervention.

Event description:
The patient was initially implanted with a bifurcated stent graft and a limb stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure during an annual follow up physician identified a type 3b endoleak and patient is pending re-intervention. Additional information: an intervention was completed. The physician elected to reline the original implanted devices with a bifurcated stent graft, an infrarenal stent graft extension and an ovation ix iliac limb stent graft. During clinical assessment, a type 1b endoleak of the left common iliac artery was identified.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type iiib endoleak of the bifurcated stent graft event is confirmed and is most likely device related due to the strata material. A type 1b endoleak at the left common iliac artery was also identified and is most likely due to off-label use at the left iliac anatomy (31mm). No procedure related harms for this complaint were noted. The final patient status was discharged on the fourth (4) post-operative days to a skilled nursing facility in stable condition. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b2: outcomes attributed to adverse events has been updated. H6: remove result code 3233. H6: remove conclusion code 11.